Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cardiac ablation procedure, a pericardial effusion occurred. After a difficult transseptal puncture, mapping was performed in the left atrium. The patient became hypotensive and a transthoracic echocardiogram was performed, which revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The physician indicated the guidewire may have caused the perforation during placement of the introducer. There were no performance issues with any sjm device.